Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced one inappropriate shock and several inappropriate anti-tachycardia pacing (atp) episodes with no therapy exhaustion. The right ventricular (rv) defibrillator lead and implantable cardioverter defibrillator (ICD) exhibited isometric noise, undersensing, oversensing, pacing inhibition with no asystole. Subsequently, the patient underwent a revision procedure where the lead was surgically abandoned and the device was explanted. A new lead of a different model, and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. The product was received for analysis, this report will be updated with pertinent information upon completion of analysis.

Event description:
It was reported that this patient experienced one inappropriate shock and several inappropriate anti-tachycardia pacing (atp) episodes with no therapy exhaustion. The right ventricular (rv) defibrillator lead and implantable cardioverter defibrillator (ICD) exhibited isometric noise, undersensing, oversensing, pacing inhibition with no asystole. Subsequently, the patient underwent a revision procedure where the lead was surgically abandoned and the device was explanted. A new lead different model, and a new device different model, was successfully implanted. No additional adverse patient effects were reported. The product was received for analysis, this report will be updated with pertinent information upon completion of analysis.